Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of an electrogram showed that the implantable cardioverter defibrillator exhibited myopotential oversensing leading to inhibition of pacing. The patient reported feeling some dizziness during these episodes. The patient was brought in to clinic, where the oversensing and pacing inhibition were able to be reproduced when the patient bent over and while doing a sit up in a chair, but could not be recreated with pocket manipulation or range-of-motion testing. Programming changes were made and the patient left the clinic in stable condition to continue to be monitored remotely.